Manufacturer narrative:
The account has worked with the cleaning staff and given training on repositioning the arm so they are not bending down under it. The account would like to add padding to some of the sharp edges that could pose a serious risk. Technical support is working with the account to have them evaluate another accessory rail. The latitude arm system user manual states: warning. Watch your head when walking under the lower arm. Failure to do so could cause injury.

Event description:
The account stated the room did not have a pt in it yet and they were doing final cleanup prior to opening. A cleaning person bent over to pick up something and bumped her head on the bottom of the lower arm at the corner of the accessory track. The cleaning person required staples to close the wound and returned to work the next day. The room was set up as it would be if they had a pt, the bed in place lower arm on the right side of bed upper arm on left. The lower arm was away from the wall and away from the bed about 1.5 to 2 feet.